Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a terrible experience with the device causing shocking over the weekend. The patient stated there was a thunderstorm and they could feel thunder and electricity, which was a much bigger sensation and got an electric shock on the left side. The patient stated it felt like it was going 100 mph, they couldn¿t touch the floor, and the controller didn¿t respond. The patient tried over and over to get the remote to work and it would not. The patient was walked through the controller and communicator on the call and were able to turn down the stimulation. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient started the controller was not responding because it was her first time, and it could had been their lack of experience. The patient stated they were close to the window when it was raining with the thunderstorms and lightning striker and some felt very close. The patient was holding the device ready to lower the intensity when they felt the electricity pass much higher on left side where they were holding the device. The patient reported that the shocking and the resulting symptoms were resolved. The patient now know not to do it close to a window during these type of events.